Event description:
It was reported that this right atrial (ra) lead has consistently exhibited high, out-of-range pacing impedance measurements (>2000 ohms) which resulted in a lead safety switch. Additionally, noisy signals and increased capture threshold measurements were observed. The physician didn't suspect a lead fracture, but when boston scientific technical services was contacted, it was recommended due assess the ra lead integrity at the upcoming device replacement procedure. At this time, the ra lead remains implanted and no adverse patient effects were reported.